Event description:
It was reported that after a tunica vaginalis testis procedure, the pt experienced urinary retenion. The dr had to leave the catheter in place for extended period of time. The catheter was removed from the pt on 9/21/98.